Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, a missing end cap sticker, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display and received a button error alarm. The customer's blood glucose was around 20 mmol/l at the time of incident. The customer was also advised to disconnect from the insulin pump but the customer's mother stated that the high blood glucose was already treated with manual injection. The customer's mother stated that the insulin was not dropped, bumped nor exposed to moisture. The insulin pump will not be returned for analysis.